Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a missing sensor wire which occurred the day of sensor insertion into the arm. On same date of the event, the patient noticed a large welt (with infection) formed where his sensor was previously placed, the patient called his doctor and was advised to go to the ER (emergency room). At the ER, the patient underwent an ultrasound, and a retained sensor wire was found under the patient¿s skin. The patient stated he then had a procedure done where the area was drained (presumed to be an incision and drainage procedure). The patient was given an unspecified antibiotic injection during the procedure. The patient was also prescribed an unspecified oral antibiotic to take for the following 7 days. The patient was discharged home after being in the ER for approximately 4 hours. The patient stated the incision area was healing at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.